Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with an unexpected outcome due to intraoperative aberrometry measurements during cataract surgery in the left eye. The patient is scheduled to have a lens explant. Additional information has been requested.